Event description:
It was reported fluoroscopy displayed lead with externalized conductors. Laser lead extraction was performed to explant lead. Lead was replaced. No other adverse consequences were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.4cm was returned for analysis. External insulation abrasion was noted at 9.5-9.8cm, 33.7-34.6cm, and 36.1-36.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.3-12.2cm from the distal tip. The etfe coating was intact at these locations.